Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a previously implanted advanix¿ rx biliary stent was removed from a patient during a stent removal procedure performed on (B)(6) 2016. On (B)(6) 2016 the advanix¿ rx biliary stent was implanted in the patient with no issues reported. According to the complainant, on (B)(6) 2016, during the stent removal procedure, the advanix¿ rx biliary stent came out broken in two pieces. The broken stent was removed from the patient using biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.